Manufacturer narrative:
Unit passed the displacement test, rewind, self test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. Unit passed the delivery accuracy test at 0.0873 inches. Unit was unable to prime during prime/compromised force sensor system test and alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unable to complete the functional testing or verify drive/motor anomaly due to prime anomaly. The motor was tested outside of the unit and passed. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had insulin pump error alarm. Customer reported that insulin pump passed self test twice. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.